Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon evaluation of the electrode belt, the front therapy electrode and ECG electrodes c and d were severed from the cable. The root cause of the severed electrodes is physical abuse. There is no indication that the severed cables caused or contributed to the patient's death. The damage likely occurred during device removal.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in a rehab facility at the time of the event and nurses were present. Review of the event indiates that the patient entered asystole at 15:07:33 on (B)(6) 2018. Asystole is considered a non-life sustaining rhythm. The lifevest then delivered two shocks at 15:15:12 and 15:15:37 during asystole. Oversensing of low amplitude cardiac signal contributed to the detections. The response buttons were pressed intermittently following the second shock. It is unknown who pressed the response buttons. The patient remained in asystole and the device was shutdown at 18:06:25.